Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient scheduled for a surgical procedure. Using aseptic technique, the anesthesiologist performs femoral arterial line cannulation using a single-lumen catheter. The guidewire is inserted without difficulty, and the catheter is then advanced through the lumen. During the removal of the guidewire, malfunction and fracture of the guidewire are observed. It should be noted that the guidewire is successfully removed in its entirety, with no complications or harm to the patient. Single-lumen catheter guidewire." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient scheduled for a surgical procedure. Using aseptic technique, the anesthesiologist performs femoral arterial line cannulation using a single-lumen catheter. The guidewire is inserted without difficulty, and the catheter is then advanced through the lumen. During the removal of the guidewire, malfunction and fracture of the guidewire are observed. It should be noted that the guidewire is successfully removed in its entirety, with no complications or harm to the patient. Single-lumen catheter guidewire." There was no patient harm or injury. The patient's current condition is reported as "fine".